Event description:
Resident was lifted from bed. The two caregivers pulled lift backwards. One was supporting the resident and the other supporting the lift. The spreader bar was then rotated clockwise to have the resident feet in line with front castors, to be able to open the legs. The resident grabbed the bed rail. The lift then tipped to right of the control panel. Both the resident and the lift were caught before hitting the floor and then the lift was put upright. Patient did not sustain injury. Caregiver sustained injury (muscle soreness). Ref MFR #9681684-2013-00094.